Manufacturer narrative:
Product investigation summary: one (1) snap-on transverse connector (part: 04.633.326 / lot: 7846711) was received for evaluation. The returned device was visually inspected with no issues noted. The implant does show signs of implantation; however, no visual damages were observed. This complaint is confirmed based on the complaint description and received x-rays/CT scans. No definitive root cause was able to be determined; however, the failure mode may be consistent with the set screw on the transconnecter not being sufficiently tightened after optimal placement was achieved. The snap-on transverse connector is part of the depuy synthes matrix spine system. The transverse connector provides rigidity to secure rods in place. The relevant drawings for the returned instruments were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined; however, the failure mode may be consistent with the set screw on the transconnecter not being sufficiently tightened after optimal placement was achieved. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the part # 04.633.326 / lot # 7846711 original part mfg. Date: 05-november-2014 part exp. Date: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti snap-on trans-connectors was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) the complaint indicated that this device had loosened requiring additional surgical intervention. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that initial surgery of intervertebral disc (l3-l4) fixation with matrix spine system and t-pal took place on (B)(6) 2016. Then, the re-surgery for the disc fixation was performed on (B)(6) 2016 due to fracture of the patient's pedicle of vertebra (l-4) by falling-down. During the re-surgery, the surgeon found left-side of the reported transconnector had come off the rod. After the re-surgery, the surgeon checked a taken x-ray on (B)(6) and found the reported transconnector had been loosen. In addition, the surgeon checked 3-dimension CT image taken a side view of the patient prior to the re-surgery, and confirmed the reported transconnector coming off the rod. The surgery was prolonged about 10mins. No information about patient condition received. This complaint involves 1 part. Concomitant reported parts: 2x rods (part and lot number unknown). This report is 1 of 1 for (B)(4).